Event description:
Drill the metal pin on the hand piece into lip [lip injury]. Brush heads come loose from the hand piece - oral-b [device connection issue]. Male consumer via e-mail stated that the oral-b brush head kept coming loose from the hand piece while brushing, causing him to drill the metal pin on the hand piece into his lip. No serious injury was reported. On (B)(6) 2021: follow up via e-mail: the consumer stated that he used the oral-b pro 2 toothbrush, model number 3656. No serious injury was reported.

Manufacturer narrative:
On 11-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft and plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Drill the metal pin on the hand piece into lip [lip injury] brush heads come loose from the hand piece - oral-b [device connection issue]. Male consumer via e-mail stated that the oral-b brush head kept coming loose from the hand piece while brushing, causing him to drill the metal pin on the hand piece into his lip. No serious injury was reported. On (B)(6) 2021 follow up via e-mail: the consumer stated that he used the oral-b pro 2 toothbrush, model number 3656. No serious injury was reported.